Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. Following pre-dilation, a 2.75x32mm promus element plus was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found the stent was damaged on the mid-section of the stent, with stent struts was lifted from their crimped stent position. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified right coronary artery. Following pre-dilation, a 2.75x32mm promus element plus was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.